Event description:
A swan-ganz catheter was passed with pressure guidance and with no complications into the pulmonary artery with good wave forms for right ventricle, pulmonary artery and pulmonary artery wedge on 8/21/1998 at 11:30. A portable chest x-ray was obtained after placement which showed that the swan ganz catheter was in good position in the right pulmonary artery with no evidence of pneumothorax. Wedge pressure of 14 obtained in operating room prior to surgery. Anesthesia started at 13:30 and surgery for left hip prosthesis started at 14:15 with pt in decubitus position. When prosthesis was to be placed and the canal was being prepared, peak airway pressure noted to be >60 at 14:30. Endotracheal tube noted to have bright red blood filling endotracheal tube bag vent. Pt expired at 14:53 after a full code. Certificate of death gives cause of death as pulmonary hemorrhage due to puncture of right lower lung lobe due to swan-ganz.